Event description:
It was reported the buttons on the patient programmer were sticking. A replacement programmer was sent to the patient. Follow-up information indicated the replacement programmer resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.